Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 159871 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 159871 and test base part number 195-430h / lot 149900. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 159871 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was not performed. Pcr confirmation testing was performed and generated positive result for covid-19. No additional information, including treatment and outcome, was provided. Additional information is unavailable at this time.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was not performed. Pcr confirmation testing was performed and generated positive result for covid-19. No additional information, including treatment and outcome, was provided. Additional information is unavailable at this time.